Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device on her left side had migrated out of place') in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteral calculus, arthroscopy, knee operation ((B)(6) 2005), biopsy of breast, multi gravida and parity 3. (B)(6) 2008 urine pregnancy test results: negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included calculus of kidney ((B)(6) 2011) and cutaneous tuberculosis. Concomitant products included codeine phosphate;paracetamol (acetaminophen and codeine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("abdominal pain on her left side/pain"), back pain ("back pain on her left side") and abdominal pain lower ("cramping/lower left abdomen"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy menstrual bleeding/ heavy bleeding/menorrhagia"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, back pain, abdominal pain lower and menorrhagia had not resolved and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was not informed that the device had been improperly inserted. Failure to occlude (close) fallopian tube(s) plantiff is currently planning for essure removal coils on right side 3 coils on left side 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: unilateral occlusion (right tube occluded). The device on her side had migrated out of place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device on her left side had migrated out of place') in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteral calculus, arthroscopy, knee operation ((B)(6) 2005), biopsy of breast, multi gravida and parity 3. 25, (B)(6) 2008 urine pregnancy test results: negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included calculus of kidney ((B)(6) 2011) and (B)(6). Concomitant products included codeine phosphate;paracetamol (acetaminophen and codeine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("abdominal pain on her left side/pain"), back pain ("back pain on her left side") and abdominal pain lower ("cramping/lower left abdomen"). In (B)(6) 2008, the patient experienced menorrhagia ("heavy menstrual bleeding/ heavy bleeding/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, back pain and abdominal pain lower had not resolved and the vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was not informed that the device had been improperly inserted. Failure to occlude (close) fallopian tube(s). Plaintiff is currently planning for essure removal, coils on right side 3 coils on left side 0. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: unilateral occlusion (right tube occluded). The device on her side had migrated out of place. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs & medical record received: lot no added. New events - "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain" were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs and treatment drugs were added. Severity of event lower left abdomen and pelvic pain was updated as severe. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.